Event description:
Customer reported that the sensors did not last as long as they should have. Customer also reported sensor error alerts and inaccurate predictive low alerts. The blood glucose reading was not given. Customer was advised on proper calibration protocol. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.